Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.

Event description:
After 20 months of implantation. The device involved in this MDR report was explanted and returned, because failure to charge during an automatic reforming was observed.